Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 1oct18. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has touchscreen issues; it will not calibrate. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 19dec2018. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. No parts were received at philips for evaluation, therefore, a root cause could not be established.